Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported will not power on with slide key, does not recognize open door, which was reproduced through troubleshooting of the device. Visual inspection found the cause was a stuck upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on with slide key and did not recognize an open door. The problem occurred during testing at the biomed service. There was no patient involvement. No additional information is available.